Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was off the insulin pump for a week now because of the motor error alarm and was maintaining the blood glucose via manual injection. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.